Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer's mother stated the customer had gone into the pool with their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.